Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation is due to patient anatomy. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+, prolapsed anterior leaflet, and calcium at the base of the leaflet. A mitraclip xtw (30426r1002) was selected for treatment, but while inserting the clip through inside the steerable guide catheter (sgc), resistance occurred. The mitraclip xtw advanced to the mitral valve, but the clip would not open. While opening the arm positioner, there was a lot of tension, it would not continue rotating, and it would lock. Troubleshooting was performed but was not successful. The clip was removed from the patient. A mitraclip xtw (30426r1005) was then advanced and deployed on the mitral valve. However, after deployment, the clip detached from the posterior mitral leaflet and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda). To treat the residual mr and stabilize the slda clip, another clip was positioned and implanted very close to the first implanted clip, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.